Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred. Customer¿s blood glucose level was 162-253 mg/dl. Reportedly, customer performed a pump reset, reloaded the cartridge, and resumed insulin therapy.